Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device site pain ('pain due to genitourinary prothesis, implants and grafts, initial contact') in a (B)(6) female patient who had essure inserted. The patient's concurrent conditions included urinary tract infection. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced medical device site pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (extraction of essures (right by hysteroscopy and left by laparoscopy), bilateral salpingectomy). Essure was removed on (B)(6) 2019. On (B)(6) 2019, the medical device site pain had resolved. The reporter considered medical device site pain to be related to essure. The reporter commented: essure insertion information: premedication non-steroidal anti-inflammatory drugs. Procedure: vaginohysteroscopy. Diagnostic hysteroscopy. Bilateral insertion of essures. Bilateral mild spasm. 8 rings protrude in the left ostium. 9 rings in the right ostium. Complications no complications. Pain: visual analogue scale 6. Hysterosalpingography essure removal information: diagnostic hysteroscopy and removal of the right essure, which was tubal but with majority portion in endometrial cavity. Postoperative review. Extraction of essures (B)(6)2019 (right by hysteroscopy and left by laparoscopy). Bilateral salpingectomy. Diagnostic hysteroscopy and removal of the right essure, which is mostly found in the endometrial cavity. Laparoscopy: bilateral salpingectomy including left essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device site pain ("pain due to genitourinary prothesis, implants and grafts, initial contact") in a 43 year-old female patient who had essure inserted. Additional non-serious events are detailed below. As concurrent condition the report mentioned urinary tract infection. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the day of essure insertion, she experienced medical device site pain (seriousness criteria medically important and intervention required). An unknown time later she experienced partial expulsion of device ("right essure was tubal but with majority portion in endometrial cavity"). Essure was removed on (B)(6) 2019. The patient was treated with surgery (extraction of essures (right by hysteroscopy and left by laparoscopy), bilateral salpingectomy). On (B)(6) 2019, the medical device site pain had resolved. The outcome of device expulsion was unknown. The reporter considered device expulsion and medical device site pain to be related to essure administration. The reporter commented: essure insertion information: premedication non-steroidal anti-inflammatory drugs. Procedure: vaginohysteroscopy. Diagnostic hysteroscopy. Bilateral insertion of essures. Bilateral mild spasm. 8 rings protrude in the left ostium. 9 rings in the right ostium. Complications no complications. Pain: visual analogue scale 6. Hysterosalpingography essure removal information: diagnostic hysteroscopy and removal of the right essure, which was tubal but with majority portion in endometrial cavity. Postoperative review. Extraction of essures (B)(6) 2019 (right by hysteroscopy and left by laparoscopy). Bilateral salpingectomy. Diagnostic hysteroscopy and removal of the right essure, which is mostly found in the endometrial cavity. Laparoscopy: bilateral salpingectomy including left essure. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 27-apr-2022: quality safety evaluation of product technical complaint. After internal review, non-serious event "device expulsion" was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.